Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system, sought medical care due to a site infection. The patient was treated with antibiotics and instructed to later return for a minor surgery procedure, so as to correct what appeared to be electrode tip erosion. No other resulting adverse patient effects were reported and the system remains implanted and in service. Boston scientific technical services reviewed the patient's date data include an image of the infection site; concluding that this may have resulted from an allergic reaction to a raw material system component. A list of materials was provided to the field representative.